Event description:
The customer reported low total thyroxine (tt4) quality control (qc) levels involving access 2 immunoassay system. The customer completed lot calibration but quality control levels remained low. The customer used a new calibrator reagent lot and quality control was within normal range. There has been no report of patient results affected. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event.